Event description:
It was reported that on (B)(6) 2021, a nurse found it difficult in removing the catheter from this patient. When another nurse was making an attempt, the patient developed sudden convulsion and the catheter was ruptured. The patient was subsequently sent to the interventional room, where the catheter was found fixed with the vessel wall through previous thrombosis and got tangled with the cardiac pacemaker in the patient. The broken catheter in the body was not treated.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The catheter was assembled with a two-piece connector and usage residues were observed throughout the sample. The catheter exhibited a break between the 26cm and 27cm depth markings. The distal segment was not returned. Curved shape memory was observed throughout the catheter shaft. Tactile inspection of the sample revealed severe tensile weakness, necking and material discoloraiton in the vicinity of the break. Microscopic inspection of the break site revealed a dully granular fracture surface. The catheter exhibited an elliptical cross-section at the break site. The break features, tensile weakness, necking and discoloration were consistent with material failure due to tensile (pulling) stress. These observations were consistent with the event description which suggested that the catheter shaft may have become adhered to the vessel wall prior to device removal. Evaluation findings herein.

Event description:
It was reported that on (B)(6) 2021, a nurse found it difficult in removing the catheter from this patient. When another nurse was making an attempt, the patient developed sudden convulsion and the catheter was ruptured. The patient was subsequently sent to the interventional room, where the catheter was found fixed with the vessel wall through previous thrombosis and got tangled with the cardiac pacemaker in the patient. The broken catheter in the body was not treated.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv3239 showed no other similar product complaint(s) from this lot number.